Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer observed an increase in architect havab-m (B)(6) results when architect reagent lot 89235q100 was in use. The customer was comparing architect patient results to the axsym havab-m method and out of 25 patient samples tested, four samples generated (B)(6) results that were (B)(6) by the axsym method. The customer recalibrated the assay and the same four samples generated repeat (B)(6) results. The customer agreed to recalibrate the analyzer probe and test the samples on a second architect in the lab. Three of the four (B)(6) patient samples generated (B)(6) results on the second analyzer using a new reagent lot. There was no additional repeat results provided for the fourth patient (B)(6) sample. The customer provided an example of the initial (B)(6) results in duplicate as follows: patient b: (B)(6) respectively. There was no impact to patient management.